Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n184785001, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a company representative in regards to a patient who was being treated with baclofen intrathecal (lot number, type, manufacturer, concentration and dose unknown). The patient's indication for pump use was intractable spasticity and other spasticity. A pump infection was reported that was related to the device. A pump replacement occurred on (B)(6) 2015. The patient was in the operating room with a suspicion of an infection at the incision site (unknown event date). The only related symptom was redness. It was questioned whether or not there was a change in the outer pump materials that come in contact with tissues. The area of infection was the pocket and the area that was reddened was the incision site. Additional information has been requested in regards to the diagnosis, actions/interventions taken to resolve the pocket site event, and whether not the infection had been resolved. Should any additional information be received, it will be reported in the form of a supplemental report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from a company representative: a physician initially reported the event on (B)(6) 2015 to the company representative. The pump pocket fluid was tested and the patient had meningitis which was confirmed via spinal tap. The pump and the catheter were removed (specific explant date unknown to reporter) and the patient has since successfully completed treatment for the meningitis. The patient did plan to be re-implanted with a new pump, though a date has yet to be set. No further information was provided.